Event description:
Stylet disconnected from hub during catheter insertion procedure. The stylet was retrieved. Additional info received from the facility indicated that the pt suffered no adverse sequela associated with this incident.